Manufacturer narrative:
T:slim g6 user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin and the pump time was incorrect. Reportedly, the customer forgot to change the time after day light savings. Customer's blood glucose level of 135 mg/dl. Reportedly, the customer reloaded the cartridge to resolve issue.